Event description:
In 2008 at 12:49 pm, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving inaccurate high readings compared to normal readings/feelings. The pt obtained a reading of "250 mg/dl" on the lfs meter and then increased his oral medication to 2000 mg of metformin and 40 mg of glipizide as a result of the reported issue. After the reported issue began, the pt developed symptoms described as "sweaty and neuropathy." The pt later developed symptoms that can be suggestive of hypoglycemia. The pt did not require medication intervention and did not test on another device. It would have been useful to obtain the following info: diabetes medication regimen, testing frequency, date and time of when the symptoms began, food intake, diabetes medication, and lfs meter reading prior to the reported symptoms. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the testing technique was correct, the punctured area was cleaned appropriately, and reported meter reading was confirmed in the meter's memory. This complaint is being reported because the pt indicated that he developed symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.